Event description:
It was reported that the bd syringe luer-lok¿ tip had foreign matter in it. The following information was provided by the initial reporter: "foreign matter".

Manufacturer narrative:
H.6. Investigation: one photo and one 1ml syringe in a fully sealed blister pack from batch 0064492 (p/n 309628) were received and evaluated. It was observed there was a large brown embedded discoloration present between the 0.1ml and 0.5ml markings. The discoloration was rejectable per product specification. The embedded foreign matter (fm) is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. Potential root cause for the embedded discoloration defect is associated with the molding process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd syringe luer-lok¿ tip had foreign matter in it. The following information was provided by the initial reporter: "foreign matter".